Event description:
It was reported that during a "ptci" procedure in the mid "lad", the guide wire crossed the lesion and was advanced to the distal vessel. Reportedly, the guide wire entered into a narrow collateral beyond the distal right coronary artery. The placement of the guide wire was noted on angiogram and an attempt was made to remove the guide wire. It was then noted that the tip of the guide wire was trapped in the vessel and the guide wire fractured in the coronary when being pulled out. There was about 2cm of the guide wire left in the coronary. Some snare devices were inserted into the coronary to collect the guide wire, but the tip remained trapped. In attempts to snare the guide wire, the proximal end of the coil was stretched out and one end of the guide wire was seen in the aorta. The procedure went on to treat the lesion with another company's stent, which also stabilized the remaining guide wire with it. There is no further effect on the patient as of this report.